Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. The following other devices were listed in this report: nrg knee p/s nrg bearing insert, cat# 82-3-0912; lot 21905601, series 7000 standard tibia, cat# 7115-0009; lot t06a793. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that "the arthroplasty was revised due to infection. The femoral, tibial and patellar components were revised. The components were implanted in situ for .5y. The pt presented a score of 4 three months prior to revision surgery and a maximum score of 6 since implantation." Reported devices were implanted in 2007 and explanted in 2008.